Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure, the stent became dislodged inside the pt, and was found inside the guide catheter. The dislodged stent was removed from the pt without further incident. No medical intervention was needed. No pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary : stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. To help ensure that the reported stent dislodgment is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructive tested prior to release to verify stent dislodgement force. The product was not returned and the lesion characteristics were not described in the incident info, and may have aided in the eval. However, there was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. In this case, it is possible that interaction between the stent and the guiding catheter contributed to the reported stent dislodgment. Although a conclusive cause for the reported stent dislodgement cannot be determined, there is no indication of a product quality deficiency.